Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing threshold was noted on the right atrial lead. The lead was explanted, and a new system was implanted on the right side. The patient was recovering.

Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 52.0 cm. Analysis was normal. No anomalies were found.